Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event was reported. At 6:30am, the patient¿s wife heard a noise and saw the patient fall in between the bed and the wall. The patient¿s wife called 911 and when the patient¿s brother tried to wake him up, he was unresponsive. When the emergency medical technician¿s (emts) arrived, they checked his blood glucose (bg) and the meter was displaying 77 mg/dl. The patient¿s wife indicated that the receiver was set to vibrate; however, the alert did not go off for the urgent low. When the patient arrived at the hospital, the patient¿s bg was 23 mg/dl. The patient had blood work done and found out their actual blood sugar was 21 mg/dl. The patient¿s wife was unsure of what the receiver was displaying at that time. It was indicated that the patient was in the hospital until (B)(6) 2018 and treatment made is unknown. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.